Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to femur implant fractured at the morse taper, the tibial implant was loose, and there was a dissociation of the tibial stem.

Manufacturer narrative:
Please void all reports for medwatch: 3010536692-2020-00434. After further discussion with microport product development, it was concluded that this product could have not been implanted in the patient and would not have been involved in this event. This report should be voided.